Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high ise (ion selective electrode) patient results on the au680 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. One (1) example of the erroneous results was provided.